Manufacturer narrative:
Pump trace download analysis confirmed the insulin pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. No blank display noted during testing. Pump error alarm confirmed in the pump history and during self test due to broken trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had pump error alarm. Customer blood glucose level was unknown. Troubleshooting was performed. It was reported that the bolus amount was recorded in the daily history. The device was returned for analysis.